Event description:
In 2002, the user facilities director informed the MFR's sales rep of the following: short puncture needle. Kinking with inability to withdraw (aspirate) blood. Device would inject. Pulled device and implanted another device.